Event description:
It was reported that during post-dilatation in the mildly calcified, 90% stenosed lesion in the mid right coronary artery, a voyager nc 3.5x12mm balloon dilatation catheter was successfully inflated twice at 8 and 12 atmospheres respectively for 5 seconds. Subsequent attempts were made and the balloon did not inflate. There was no resistance on advancement or removal. There was no leak noted. Another unspecified balloon dilatation catheter successfully completed dilatation. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned and the reported difficulty could not be confirmed. Using a new indeflator filled with contrast medium diluted 1:1 with colored water, the balloon catheter was pressurized to the rated burst pressure of 18 atmospheres three times. Each time, the balloon inflated and held pressure. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.